Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned with the helix mechanism in a retracted position. Visual inspection found dried blood and tissue around the helix. A stylet was able to be inserted without issue thus indicating no blockage in the lumen. The dried blood and tissue in the helix was determined to be the likely cause of the lead being attempted and not implanted.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.